Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced blood glucose (bg) of 340mg/dl with polydipsia and polyuria associated with inaccurate delivery. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During trouble shooting with customer technical support (cts), it was revealed that the basal/temp basal settings were incorrectly programmed. The basal delivery totals did not match the active basal program due to the prime menu being accessed. The basal history matched the active basal program. The patient was referred to their health care provider for diabetes management. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error.